Event description:
It was reported that the user experienced prolonged hyperglycemia after lunch when the intended meal announcement for a usual meal did not transmit in the ilet system, with blood glucose peaking at 382 mg/dl and later trending down to 294 mg/dl after education and successful dinner meal announcement. Symptoms included hyperglycemia, neuropathy in the fingertips, and distress. Outcomes included transient hyperglycemia without hospitalization. Investigation included review of device data via the bionic report and real-time troubleshooting with meal announcement education. Investigation of this case revealed a missed meal announcement as the likely contributor to hyperglycemia, with no device malfunction observed. It was concluded, based on previously established findings for similar reports, that user error related to missed meal entry was the most probable cause.